Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that an item has broken at junction between head and shaft on impaction. The surgery was prolonged about 5 minutes. There was no patient harm, another tray was opened for the instrument. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part/lot combination unknown at synthes (B)(4), therefore task re-assigned to (B)(4) to check if they know the part. DHR 357.377 lot 5551950 released 11/28/07, (B)(4) manufactured the helical blade coupling screw, part number 357.377, and lot number 5551950 for po 803272 and (B)(4) wo 1479665. The supplier¿s certificate of compliance (dated 11/20/2007) indicates the parts were manufactured to part number 357.377, and met required specifications. The lot was inspected and conformed to inspection requirements, completed 11/28/2007. No mrrs or ncrs were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing investigation action & investigation summary was conducted/performed. The report indicates that the: the present connecting screw was as far as possible analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question, which was manufactured in the year 2007. The fracture face is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We found that the device has numerous marks, dents and roll marks on the top of knob that are consistent with regular excessive hammer strikes and use over the years, which did finally lead to the breakage of this device. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.